Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Multiple devices were used throughout the procedure. No effusions were noted prior to the final device being deployed. The 24mm device was recaptured three times and redeployed. The device met release criteria and was released. At this time an effusion around the laa and ventricles was noted which led to cardiac tamponade. A pericardiocentesis was performed; however, the patient was sent to surgery for perforation repair and device explant. The patient was put on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2021, the patient died. No additional information is known at this time. It was further reported that when the patient went to open heart surgery, the surgeon noted that the device was outside the laa, protruding into the pericardium, causing the perforation and subsequent tamponade.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Multiple devices were used throughout the procedure. No effusions were noted prior to the final device being deployed. The 24mm device was recaptured three times and redeployed. The device met release criteria and was released. At this time an effusion around the laa and ventricles was noted which led to cardiac tamponade. A pericardiocentesis was performed; however, the patient was sent to surgery for perforation repair and device explant. The patient was put on extracorporeal membrane oxygenation (ECMO). On (B)(6) 2021, the patient died. No additional information is known at this time.